Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during device check high threshold and no sensing was observed due to lead dislodgement on the ra lead. Patient was asymptomatic. Lead was explanted and replaced due to the helix unable to retract. Patient was stable before, during, and after the procedure.